Event description:
Mobi-c p&f us : revision due to hyper mobility. No information provided on the device reference or lot number which prevent from reviewing the device history record or tracebility .

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. From the information provided, from the annual survey, the patient suffered from hyper mobility which necessitated medical or surgical intervention to preclude permanent impairment of a bodyfunction or permanent damage to a body structure. The review of tracebility & the review of the device history records were impossible because of the lack of device information. Many requests for infomation were done but not a single reply was received by the surgeon. No additional information provided based on the prexistant patient state ( before mobi-c implantation) , the issue may be related to not following the isntruction provided. Indeed , as described in the survey report , the patient suffered from mobility and post- mobi-c implantation the mobility increase. Moreover , the surgeon mentioned that the issue was not related to a device issue. Indeed , as mentioned in the IFU , the choice of patirent is important for the surgery sucess , and the device implantation is not recommanded for marked cervical instability . Based on the available information the root cause is related to failure to follow instruction.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Mobi-c p&f us : revision due to hyper mobility. Additional information were requested without answer yet.